Event description:
Customer reported a leak in pump reservoir. Customer reported that fluid/moisture exposure occurred when changing the reservoir. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.